Event description:
User received discrepant sodium results for five patient and four linearity samples. The following patient and 2 linearity samples were determined to be discrepant: sample 1, initial sodium gave 134, repeat from other i800 analyzer gave 140 mmol per l. User performed a calibration on the original i800, and repeated the patient sample which resulted at 136; repeat on other i800 gave 138 mmol per l. Linearity sample 1, initial result gave 36; repeat on other i800 gave 32 mmol per l. Expected linearity result 26 mmol per l. Linearity sample 2, initial result gave 88; repeat on other i800 gave 84 mmol per l. Expected linearity result 81 mmol per l. User confirmed they did not report the sodium value for this patient sample. Patients were not adversely affected. The lab supervisor stated they cleaned and replaced the ise mix tower on this analyzer and sodium results are correlating well with the other i800.